Event description:
Patient reported infusion flow block alarm event occurred on 29-mar-2026. This could have been due to bent cannula which led to high blood glucose level and was treated with injection and pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.